Manufacturer narrative:
Sterile barrier of the inner pouch containing an ijig disposable instrument kit was compromised. The outer pouch was intact. Surgery was completed successfully. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Sterile barrier of the inner pouch containing an ijig disposable instrument kit was compromised. The outer pouch was intact. Surgery was completed successfully.